Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that both tabs had broken off at the mount. Based on this info and other recent complaints reporting similar events, the root cause for the breakage is determined to be multi-factorial.

Event description:
It was reported that the blade broke at the mount during a total knee procedure. It was further reported that all the metal pieces were subsequently retrieved from the surgical site. No adverse consequences were reported.